Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the report of respiratory failure and stroke could not conclusively be established through this evaluation. Additionally, a specific cause for the report of sepsis could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists stroke, bleeding, respiratory failure, and sepsis as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. This IFU, as well as the hm3 lvas patient handbook, also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with respiratory failure and sepsis. The patient had a massive ischemic stroke (large multifocal infarcts with hemorrhagic conversion) on (B)(6)2020. They were not on anticoagulation at the time. On admission their international normalised ratio (inr) was 3.7 g/dl, peak 5.9 g/dl on (B)(6) 2020, and 2.2 g/dl on day of stroke. Blood cultures from (B)(6) 2020 showed enterococcus faecalis but the source of the infection was not identified. The patient's family decided to withdraw care (B)(6) 2020. It was reported that on (B)(6) 2020, the patient had been unresponsive for 24 hours following cessation of a sedative. Additional information was received that the patient's stroke was confirmed with a head computed tomography (CT). The patient's death was not considered to be device related and the device operated as expected. The device was not explanted for evaluation.